Event description:
Patient contacted dexcom technical support to report cgm inaccuracy. Patient reported he would call back when he could to further discuss cgm inaccuracy. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.